Event description:
Upon withdrawing the needle from the patient, the stylet separated from the needle.

Manufacturer narrative:
H.3- the sample has been received for analysis and is currently being decontaminated.